Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 21013225 . On (B)(6) 2021 tubing was pulled from the nursing stock for patient use. The tubing began leaking at the y-site.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/19/2021. H.6. Investigation: customer reported the tubing began leaking at the y-site and then returned the affected sample. The sample was clearly leaking from the inlet of the y-site, and the complaint is verified. The connection was pulled apart for further investigation. Visual inspection under the microscope determined the root cause to be insufficient solvent. The side by side picture shows there was sufficient insertion depth. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review for model 2426-0500 lot number 21013225 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under the microscope determined the root cause to be insufficient solvent. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21013225 regarding item #2426-0500.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 21013225. On (B)(6) 2021 tubing was pulled from the nursing stock for patient use. The tubing began leaking at the y-site.